Event description:
Related manufacturer reference number: 2017865-2021-32139. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead was oversensing and the atrial lead had noise. No programming changes were performed. The patient was in stable condition.